Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have the conductor wire broken at the weld. Thermal damage was observed. Based on the information provided, this event is being reported due to the following conclusion: it was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the permanent cautery spatula started to spark. The damage found at the weld during failure analysis suggests that if the malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the permanent cautery spatula started to spark. The procedure was completed with no reported injury.